Manufacturer narrative:
Thumbscrew.

Event description:
The customer reported the ventilator stand thumbscrews had sheared off and the ventilator fell off the stand. The ventilator and stand were not in use on a patient at the time of the reported event, therefore there was no patient harm or involvement. The manufacturer's service technician verified the reported problem. The service technician reported that this hospital had many new wings and floors built over the years and the stand with ventilator attached goes over many bumps throughout the hospital. The service technician replaced the thumbscrews to correct the finding.